Manufacturer narrative:
The referenced report of previous external percutaneous lead repair is covered under medwatch MFR# 2916596-2016-01510. Approximate age of device ¿ 3 years and 9 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad system produced low speed operation alarms and a pump stoppage. The patient stated being lightheaded when the event occurred, but the symptoms resolved when the lvad system was connected to batteries. It was reported that the patient had a previous distal end percutaneous lead (driveline) replacement on (B)(6) 2016. Log file analysis completed by the manufacturer¿s technical services representative confirmed the events. X-ray images showed potential areas of concern at the distal end bend relief, as well near the previous repair. On the portion of the driveline internal to the patient, there was an area of concern near the pump end bend relief. On (B)(6) 2016, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. The distal end of the percutaneous lead was replaced without issues. No issues were noted immediately after the patient was connected on the grounded power module patient cable; however, the vad coordinator reported that later that evening the lvad system produced additional alarms. An ungrounded power module patient cable was sent to the patient. The customer stated that the patient will hopefully be transplanted soon. No additional information was provided.

Manufacturer narrative:
The report of low speed alarms and pump stoppage events was confirmed through the evaluation of the submitted log file; however, a specific cause for the atypical events could not be conclusively determined. The evaluation of the returned portion of the percutaneous lead (lead) did not identify an issue that would have contributed to the report of low speed alarms/pump stoppage events captured in the submitted log file. The evaluation of the returned portion of the lead did not confirm any wire damage. Approximately 20 inches of the external portion of the lead was returned for evaluation. The previous percutaneous lead replacement site was present on the proximal end of the lead segment at approximately 13 to 17 inches from the metal connector. Electrical continuity testing of the returned portion of the lead revealed that all wires were electrically intact. The outer silicone sleeve and clear bionate layers showed no areas of damage. The layers of the percutaneous lead replacement site appeared unremarkable and the underlying wires were properly connected. The metal braided shield appeared unremarkable except for an area of very minor shield breakdown near the terminus of the distal end bend relief. Visual inspection of the underlying wires under a microscope revealed no areas of compromised wire insulation or evidence of significant abrasion along the length of the lead segment. The returned portion of the lead was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient remains ongoing on pump support using an ungrounded patient cable. No further events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.